Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent surgical procedures on (B)(6) 2005 and (B)(6) 2007. Mesh and bard mesh products were implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient experienced mesh protrusion, infections and recurrent pelvic organ prolapse which led to mesh removal on (B)(6) 2009.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that the patient had the concurrent procedures of an enterocele repair, vaginal paravaginal defects repair, utero-sacral ligaments colpopexy, cystoscopy and cystotomy with suprapubic catherter placement performed during mesh implantation. It was reported that following insertion the patient experienced problems with lifting any weight, dyspareunia, major back issues, infections, overactive bladder, atrophic vaginitis, erosion and protrusion of mesh, recurrence of urinary incontinence and prolapse. (B)(4).